Event description:
A patient has reported that the cassette is leaking water. There is no sample. No report of patient ill effect.

Manufacturer narrative:
Device history record review: four complaints received on this lot. Sample analysis: no sample was available for an evaluation. Conclusion: the reported complaint is unconfirmed. Event data will be trended per quality data analysis procedure.